Manufacturer narrative:
The hill-rom tech found a wire in the hand pendant damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the hand pendant to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was moving on its own. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).